Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#:unknown), sig60avm, tri-staple 2.0 60 artic vasc med sulu (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the powered handle, adapter and a purple reinforced reload stopped halfway through firing and displayed an error messages indicating excessive force. The surgeon reloaded the device and used a tan 60 mm reload, which still stopped halfway through and showed excessive force. It was noted that the reloads have not been closing fully, and excessive force is considered extremely rare for stomach tissue of this thickness. Intraoperatively, the remnant stomach was found to contain more blood than usual. The leak test was conducted and was successful. The physician retracted the blade after each firing issue and replaced the reload, ultimately completing the case.

Manufacturer narrative:
Additional information: d1, d4 (model#, catalog#, serial#, UDI#), d9, g3, g4 (510k), h3, h4, h5, h6, h8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the proximal end of a signia adapter with the serial number (B)(6) was visible. No damage was visible. It was reported that the device partially fired, there was excessive load detected during use and the jaws did not close completely. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of uart communication error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.